Event description:
Ous MDR - the header block was full of blood and the physician was unsure if this was ok. Since the patient was sent back 3 times, it was decided that it would be best to replace the device and lead.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.